Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 600 mg/dl. The customer stated that a nurse could not program the insulin pump correctly, which led up to the hospitalization. She noted that the device had a blank display. She had treated with the insulin pump, which brought the blood glucose reading down to 200 mg/dl, but it came back up overnight. The customer was then sent to the hospital, where she was treated with an insulin drip. She complained of chest pain, vomiting, pain, diarrhea, and throwing up blood. The blood glucose reading upon admittance was 580 mg/dl. She added that she had a minor heart attack resulting in hospitalization as well. The customer stated that the device did not give her enough insulin, but the call was dropped before troubleshooting could be completed. The customer stated that her doctor gave her a loaner device to use, and the most recent blood glucose reading was 247 mg/dl. Nothing further.